Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument's adapter was broken and the articulation flag was bent. It was reported that the device broke, a component disengaged from the device, the device was difficult to unload and gave unexpected or uncharacteristic audible feedback of normal use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the connection part got damaged when the reload was removed from the adapter. The reload was disconnected, leaving part of the reload stuck to the adapter. Also, the field nurse confirmed that a cracking sound was heard, and the product got broken. There were no problems when a new adapter and cartridge were used. There was no patient injury.